Manufacturer narrative:
Methods, results and conclusions: only the implant heads were returned to 3m espe. The evaluation of these portions of the implants shows evidence that the implants had been over torqued, which may have been a factor in the reported failure.

Event description:
During placement, three s1815ob-implants and one ob-13-implant broke and the fragments remaining in the bone were removed at the same day. The dentist used a trephine drill and successfully removed all fragments. According to info provided by the dental professional, the health status of the pt is fine and shorter implants were successfully implanted in place of the broken ones. The implants were inserted with a wing screw device and not with a torque wrench. It is not clear based on the info provided whether the dental professional had drilled a pilot hole or was trying to allow the implants to self-tap. It was noted that the pt had d1 or very dense bone and use of a pilot hole would be required for placement.